Event description:
It has been reported to us that there was a perforation of the myocardium during the placing of the catheter. The device is not being returned for our eval, and the pt has expired.

Manufacturer narrative:
Device is not being returned for eval. Summary: the result of the investigation was inconclusive as no sample was returned for eval. The product was 100% electrical tested at mpa123 during manufacturing and 100% electrical inspected and tested, and sampled for curve, print, electrode spacing and process documentation at qc. Root cause: unk. Corrective action: no corrective action. No sample returned. The result of the investigation is inconclusive.